Event description:
Pt with previous total knee arthroplasty ((B)(6) 2011) experienced failed components (tibial and polyethylene). Underwent revision left total knee replacement for painful left knee. Preoperatively, patient noted to have unstable left knee which flexes excessively. Surgeon also noted tibial anterior tilt of 30+ degrees along with tibial component dysfunction preoperatively.======================manufacturer response for orthopedic total knee components, tibial tray, prolonged highly crosslinked polyethylene, nexgen tibial tray-fixed bearing size 4, prolong highly crosslinked polyethylene size ef 12mm (per site reporter).======================zimmer customer service (mike mcquire) notified of equipment failure. Local representative, danny ward, zimmer representative who was present for this patient's surgery did not feel this was an equipment failure and did not recommend saving the product for investigation purposes. However, the implant was saved and is available for investigation.